Event description:
It was reported that, after a promos reverse shoulder arthroplasty, x-rays showed that the promos humeral stem 3 non-cem sheared off. On (B)(6) 2022 a revision surgery was performed. The current heath status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after a promos reverse shoulder arthroplasty, x-rays showed that the promos humeral stem 3 non-cem sheared off. It was communicated that the revision surgery has not taken place yet. Therefore, the device, used in treatment, was not returned for investigation. However, the relationship between the reported event and the device can be confirmed based on the provided x-rays. The batch number of the device was not communicated, therefore, a batch related product history review could not be conducted. A complaint history on part level did no reveal any further complaint with the same failure mode. According to IFU lit. No. 12.25, ed. 07/10, implant fracture is a known possible side effect. The failure mode and the severity are covered through the corresponding risk management file. Review of past corrective actions was performed. No further escalation is required. A medical investigation was initiated. The provided x-ray was reviewed, some radiolucency around the humeral side is visible. However, smith and nephew has not received adequate materials to fully evaluate the complaint. The reported failure mode can be confirmed, however the root cause stays undetermined after investigation. There is not enough information available to speculate about contributing factors. To date, the need for further actions is not indicated. The device is not sold anymore. Smith and nephew will monitor this device for further similar issues.